Event description:
It was reported by the customer that a bd pyxis¿ medbank mini cubie pocket lid was not opening to issue item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket lid was not opening to issue the item. A technical support specialist rebooted the machine, and the cubie lid opened, allowing the item to be issued successfully. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux cubie pocket lid was not opening to issue item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b describe event or problem, section d medical device brand name and section h imdrf annex b